Event description:
It was reported that prior to starting a da vinci s prostatectomy procedure, water was found to be dripping out of the camera head when moved. The picture was said to be blurry on both the touchscreen monitor and the physician side console. The pt was under anesthesia for 1 hr and 15 mins and port incisions had been created when the surgical staff made the decision to abort the procedure. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
An investigation conducted by the field svc engineer concluded the vision issues experienced by the customer were associated with the camera head. The camera head produces three dimensional images to the da vinci s vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head. As of (B)(4), 2008, there have been no reported recurrences of the issue at this hosp.